Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage).the lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reported that the catheter had to be cut in order for the balloon to be deflated and then the catheter was removed.